Event description:
It was reported that during a laparoscopic cholecystectomy the device was applied on tissue, clamped down and would not release a clip. Additional clips were placed around the device and the device was cut out. There was no patient consequence.